Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three resets, which caused the device to go into safety mode. The reasons for the faults are unknown.

Event description:
Boston scientific received information that prior to implant of this device, it was unable to be interrogated. The device was still in the box at the time. There was no impact to the patient. The device was returned for analysis.